Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. External insulation abrasions were noted at 18.3-19.5 cm, 37.3-37.4 cm, and 37.5-37.6 cm from the connector pin, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.